Event description:
It was reported while using unspecified bd infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tubing is leaking at the juncture point where it attaches to bag.

Manufacturer narrative:
Investigation summary: a complaint of leakage at connection site with the IV bag was received from the customer. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using unspecified bd infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tubing is leaking at the juncture point where it attaches to bag.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name, city and state and MFR site and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.